Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a re-exploration and a clot was evacuated from the bilateral pleural cavity. Clots were also seen around the right atrium and pulmonary artery. No active points of bleeding were seem, however the patient was administered many units of packed red blood cells (prbcs). The patient was also administered units of prbcs on the (B)(6) 2020. On (B)(6) 2021 the patient underwent a re-sternotomy and removal of clots from the pericardium, and was admitted to the intensive care unit (ICU) post operatively.

Event description:
It was unknown if there were changes to pump parameters that may have contributed to this event. The patient was symptomatic prior to being brought back into the operating room. Following the operation, the patient remained stable and was discharged to outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists peripheral thromboembolic event and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ thromboembolism as a potential postimplant complication. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.